Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, when the unit was powered on, it produced a loud noise and would no longer work. The surgeon opted to complete the procedure using a competitive device. There was no significant delays or patient complications reported as a result of this event.